Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action CAPA) investigation was performed. Result - pocket heating confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21781. It was reported the patient (B)(6) experienced pocket heating while charging the ipg. A low energy replacement charger has been sent to the patient. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.